Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: two opened boxes (twenty-eight and thirty-two devices on each box) of product code 8706h were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. Functional test was performed, and the tensile strength result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested and the following was obtained: what was the procedure date? Unknown the exact procedure dates. What was used to complete the procedure? New suture. In relation to needle, what is the approximate location of suture breakage? Away from the swage. Not sure exactly where. Did the suture separate completely? Yes. What tissue was being approximated or sutured when it broke? Anastomosis of vessel during CABG. Was there any adverse consequence associated with the patient? Not at this time. Device return status: returned. Update on how many times the suture broke was "several times" as reported by the surgeon. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Events reported via: 2210968-2021-07186.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. The surgeon opined that the suture looked frayed or almost "crystallized" in appearance where it broke. There were no patient consequences reported. Additional information was requested.